Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo an explant of the ipg. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo an explant of the ipg. No device malfunction was suspected.